Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cartridge was stuck in place. Both the handle and the cartridge were damaged. The device partially fired. There was poor staple formation. The staple line was incomplete, so they re-stapled over the previous staple line. The device got locked on tissue, but after many trials of opening and closing, the instrument opened. There was no tissue damage or tissue loss. The patient was not affected by the problem. The doctor opened another handle to continue the case.